Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Customer acknowledged and understood.